Event description:
I have been a type-1 insulin dependent diabetic (aka diabetes mellitus) since childhood. I require insulin to live. I recently was provided with a new medtronic 670g insulin pump that was promised to be safe for the doing of insulin. I was trained on the pump use on (B)(6) 2019, this is a new pump that should not have any problems. On the morning of (B)(6) 2019, I woke up feeling very bad. I could hardly breath and could not get out of bed. I checked my blood glucose level and I was over 500 mg/dl, thereby indicating that my blood sugar was out of control and I was in ketoacidosis. This is a very serous condition that can quickly lead to coma and death. Upon inspection, the medtronic insulin pump had stopped working. It indicated that the battery had failed. I had replaced the battery just the night before with a brand new battery. I recently had bought both new alkaline and lithium ion aa batteries for use with the pump. Therefore, I again replaced the battery from the night before. The pump indicated a battery failure, even though this was a new battery. I replaced the battery again with another new battery, same problem. I called medtronic technical support. They told me that the pump was defective and I needed a new pump. I had to spend the entire weekend and monday without any pump to deliver insulin. It took me several days to get my blood sugar back under control. This pump should not have failed in such a short period of time. Medtronic technical support was also horrible. They did not seem to understand that a diabetic needs insulin to survive. This pump is also extremely difficult to use. The user interface is too complicated. This pump should be removed from the market. FDA safety report ID# (B)(4).